Event description:
A patient was receiving a "poor communication" screen in regards to his recharger. It was confirmed that the patient's device was not overdischarged. The patient noted that when he had moved away from a television and telephone, he was then able to charge his device and the issue had resolved. No further information was reported. Additional information will be provided in a follow-up report, as it becomes available.

Manufacturer narrative:
(B)(4).